Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient reported being admitted to the hospital on (B)(6) 2013 with elevated blood glucose (bg) of 400 mg/dl with increased urination and nausea. The patient reported a diagnosis of diabetic ketoacidosis (dka). The patient reported there were no issues with the site/set/cartridge or insulin pump. The patient reportedly was discontinued from insulin pump therapy and treated with insulin injections at the hospital and the bg returned to normal limits. The patient was discharged home on insulin pump therapy with a new type of insulin on (B)(6) 2013 with bg remaining within target range since. The patient reported the discharge diagnosis as ¿high bg, ketoacidosis/bad batch insulin. There was no allegation of pump malfunction. This complaint is being reported because the patient was reportedly hospitalized for dka and high bg attributed to a bad batch of insulin while on insulin pump therapy.

Manufacturer narrative:
Follow-up #1 date of submission 09/14/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/19/2015 with the following findings: evaluation revealed that the black box begins on 2015-07-13. Due to continuous use of the pump the black box data and histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates. The pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Returned battery cap/returned cartridge cap used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.